Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front right bottom corner and the right plunger case was cracked. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing the reported issue was unable to be duplicated. According to the ehl device plunger head has been manipulated during infusion. The root cause of the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. No action/repair done. Power up, self test and performed infusion and occlusion test.

Event description:
It was reported that the pump was not pumping correctly. No patient injury was reported.